Event description:
It was reported that during a ptca procedure, the balloon would not deflate. After approx. 5 minutes it deflated enough to remove. The entire system was removed and the case started over. No pt injuries or complications occurred.

Manufacturer narrative:
Returned product analysis confirmed the deflation difficuties. Analysis revealed a kink in the inflation lumen. The kink may have restricted the flow of fluid to and from the balloon. The cause of the shaft damage could not be determined.